Event description:
The absolute stent was deployed smoothly and was placed in a highly calcified left sfa; however, the stent appeared fractured, like the stent struts were protruding outward. The doctor could not tell whether the stent was fractured or if plaque was protruding from the stent. There was no reported patient injury and no additional information available.